Event description:
It was reported that during atrial lead implant procedure, placement difficulty/insertion issues were encountered due to patient anatomy. It was also reported that the atrial lead tip was extended once but then could not be retracted in an attempt to change the position. Desirable waves could not be observed at the location where the lead was first positioned. Re-positioning was therefore attempted; however, tip could not be retracted, leading to delivery difficulty. Trouble shooting was performed but, the tip could not be retracted. Subsequently, the atrial lead was removed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. The analyst noted that the helix extended and retracted smoothly and within specification.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.